Event description:
It was reported by a custer that on (B)(6) 2011 the laser was shooting out of the end tip of the fiber at 29,015 joules. Add'l info reported by the customer was during set up the aim test was performed and the beam was visible. The forward firing condition was noticed during pvp approx 10 minutes into the procedure. An observation that led up to the event included a popping sound from the fiber. There were no error codes that were displayed on the console when this event occurred. The event occurred while inside of the pt. The event did not cause any issues with the pt.